Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that they experienced low blood glucose. The customer blood glucose level was 40 mg/dl, 61 mg/dl at the time of incident and the current blood glucose of the customer was 78 mg/dl. Customer stated the other blood glucose was 147 mg/dl. Customer treated with food. Customer allege pump was over delivering. Troubleshooting was performed. The customer stated the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 147 mg/dl and the sensor glucose was 110 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was around 47 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Sensor glucose and blood glucose difference was 37 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and insulin pump will not be returned for analysis.